Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited shock impedance measurements of zero ohms. The lead remains in service. No adverse patient effects were reported. Additional information was received that this rv lead exhibited shock impedance measurements of greater than 200 ohms. Technical services (ts) discussed possible reasons and options with the field representative. This rv lead remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited shock impedance measurements of zero ohms. The lead remains in service. No adverse patient effects were reported. Additional information was received that this rv lead exhibited shock impedance measurements of greater than 200 ohms. Technical services (ts) discussed possible reasons and options with the field representative. This rv lead remains in service. Additional information was received that further testing of the rv shock vector was performed including pocket manipulation and serial impedances all of which were within normal range. It was questioned if there was a possible connection issue with the device header which ts noted could not be ruled out. Ts noted that the shock channel on a previous presenting electrogram (egm) had a noisy appearance. Ts discussed with the field representative options for testing the device header and rv lead during an upcoming device change out procedure for the device that had hit elective replacement indicator (eri). This rv lead remains in service at this time.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited shock impedance measurements of zero ohms. The lead remains in service. No adverse patient effects were reported. Additional information was received that this rv lead exhibited shock impedance measurements of greater than 200 ohms. Technical services (ts) discussed possible reasons and options with the field representative. This rv lead remains in service. Additional information was received that further testing of the rv shock vector was performed including pocket manipulation and serial impedances all of which were within normal range. It was questioned if there was a possible connection issue with the device header which ts noted could not be ruled out. Ts noted that the shock channel on a previous presenting electrogram (egm) had a noisy appearance. Ts discussed with the field representative options for testing the device header and rv lead during an upcoming device change out procedure for the device that had hit elective replacement indicator (eri). This rv lead remains in service at this time. Additional information was received that this rv lead was surgically abandoned. A new rv lead was implanted and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
Additional information is being requested from the field. If additional information is received this report will be updated.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited shock impedance measurements of zero ohms. The lead remains in service. No adverse patient effects were reported.